Event description:
Original surgery date was 2006. Four st360 screws and two top loading rods were inserted at l5/s1. No bone graft was inserted into the disc space during the original surgery. The case rep reported that the first s1 screw was first identified broken in 2007, and the second s1 screw was identified broken five months later, both during office visits. The pt was experiencing pain. The entire construct was removed seven months later, revision surgery. The distal ends of the 2 broken screws remain in the pt at s1.

Manufacturer narrative:
Add'l lot # 60397742. Analysis reveals both screws were manufactured to all applicable spec and requirements. 60437975 MFR date 04/2006, 60397742 MFR date 01/2006. The st360 spinal fixation sys IFU (07.00514.001 rev g) states "intended to be used with bone graft which is required to provide add'l spinal support". In addition, "in the event that bone is not provided to facilitate fusion, bending, loosening, disassembling, and/or breakage of the implants will eventually occur".